Manufacturer narrative:
(B)(4). The complaint states the patient experienced intermittent antenna icon. No product or data was provided for investigation. Problem could not be confirmed. The root cause could not be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. At the time of contact the patient's mother did not report any injury or medical intervention.